Manufacturer narrative:
Country: (B)(6).

Event description:
It was reported that a power on reset (por) message was observed involving the implantable neurostimulator (ins). The issue reportedly had occurred during the preparation before the operation, when charging with the recharger was performed. It was stated that charging was performed a couple of times, but the result was the same. Telemetry between the ins and a physician programmer was performed and the ¿start to use alert was shown as usual¿ and there were no error codes displayed. The operation was completed with a spare ins; the ins was not used as a result of the issue. It was noted that the spare ins was charged with no issues, so a recharger anomaly was not considered. There were no external factors reported to have caused or led to the issue; no abnormalities were observed when communicating with a physician programmer or recharging the spare ins. The issue with the ins remained unresolved at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Following information was reported in manufacturer report # 3007566237-2017-01039: information was received from a manufacturer representative regarding an implantable neurostimulator (ins) in shipping mode. The ins showed por when recharging was attempted. The por was cleared and recharging was performed normally. There was no indication of patient involvement. Any additional information regarding this event will be reported in this manufacturer report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for (B)(4) revealed ins other parity por bit not reset. Analysis determined that there was a por that was not cleared which did not affect the functionality of the ins. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs referenced to #0 electrode. Service life was started in order to test output. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.